Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for heart failure on (B)(6) 2016 at 6 pm with a high blood glucose level of 501 mg/dl. The customer does not know what caused the high blood glucose levels. The customer was assisted with troubleshooting and the insulin pump passed the self test.